Event description:
At 9:45 pm, reported resident was on the floor. Nurse came to the scene and saw resident on the floor with their legs inside the walking aid which was tipped over. Resident was unable to move their head. Head was immobilized. N.p. Was called to get orders for transfer to hospital. 911 was called for transfer.